Manufacturer narrative:
Hamilton medical ag comes to the conclusion: rootcause: defective blower. Replacement of the defective component. Update added on 23.10.2023: error code: 231009, indicating a problem with the blower. The problem can be solved by replacing the blower. Corrected data and changed the fields d2, d4, g4 related to the device type. It was mistakenly hamilton-c3 in the first report mentioned instead of hamilton-c2.

Event description:
The following was reported to hamilton medical ag: summary: technical event:231009 due to defective blower.

Event description:
The following was reported to hamilton medical ag: summary: technical event:231009 due to defective blower.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: rootcause: defective blower. Replacement of the defective component.